Event description:
The patient reported intense pain and inflammation. A patch was used at the lower lumbar area. No additional information provided.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of pain are incorrect programming parameters, migration, patient contraindicating conditions, interference with a non-stimwave device, overstimulation, and nerve/tissue damage. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.